Event description:
On (B)(6) 2023, prior to device commercialization, endotronix (etx) suspected sensor inaccuracy was identifieds during proactive monitoring and recommended an unscheduled recalibration; however, the site was unresponsive. Multiple recalibration recommendations were issued throughout 2024, and the patient later underwent an unscheduled recalibration on (B)(6) 2024, with results outside the fluid filled limits of agreement (ffloa). As of (B)(6) 2025, the patient is clinically stable and taking readings.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.